Event description:
The customer reported the system displayed a charger failed error message. This error will prevent the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger board was replaced and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.